Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
The patient reported that keypad buttons require multiple presses to elicit a response. The patient reportedly does not clean pump and wears pump on exterior of garment.